Event description:
It was reported that the user experienced multiple freestyle libre 3 plus sensor warm-up failures and intermittent loss of glucose readings while using the ilet system, coincident with repeated infusion occlusion alerts and an extreme hyperglycemia event; the user transitioned to manual injections, performed a fingerstick of 88 mg/dl, then re-paired the ilet and mobile app, and later restored cgm readings after rescanning, and the user reported changing to a steel cannula infusion set (6 mm, 23 inch) with lot not available. Symptoms included hyperglycemia. Outcomes included temporary loss of cgm data, pump occlusion alarms, and user-administered manual therapy without hospitalization. Investigation included customer support troubleshooting, device and phone restarts, re-pairing and rescanning of the cgm, confirmation of cgm warm-up and subsequent data recovery, and collection of infusion set type. Investigation of this case revealed intermittent cgm connectivity or sensor performance issues and repeated infusion occlusion alarms, with resolution after site change and device re-pairing; no device component failure of the ilet was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.